Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the family/friend who indicated they didn't report that ins was moving around but indicated that the ins will be removed in may. The replacement antenna did not resolve the issue and stated that coupling still dropped when the patient leaned back. Family/friend did not know the cause. It was reported that the patient had their ins shut off for a week but it made no difference. Patient's weight is (B)(6) lbs.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient's therapy had never helped the patient, and that the patient had complained about their pain since implant. The patient had met with a manufacturer representative (rep) who turned the implant off and performed a reset on the implant, which didn't resolve the issue, so the caller was told to charge the implant and turn on stimulation. The patient also had poor coupling while recharging, and would go from 8 to 2 bars if they moved. It was reported that the implant was moving around under the skin. A new recharger antenna was sent to the patient, and no out of box failure was reported. No further complications were reported or anticipated.